Manufacturer narrative:
The field service representative (fsr) ran testing on the ccm and determined that it needed to be sent to the manufacturer for repair. The service repair technician (srt) duplicated the reported complaint. The ccm blank screen was caused by a defective liquid crystal display (lcd). The lcd was replaced and release testing was performed. The unit operated to the manufacturer's specifications. The fsr reinstalled the ccm. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) powered on to a blank screen. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.